Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was unable to convert an induced ventricular fibrillation during dft testing when connected to the new device during a generator change-out procedure for normal eri. The lead was capped and replaced. The patient was doing well at the conclusion of the procedure.